Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/22/2012 to present date 11/10/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for test failure - pressure test/ out of specification, which does not correlate to the customer reported issue.

Event description:
It was reported that the 8100 unit had a cracked case. There was no patient involvement.